Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold and pacing impedance measurements in bipolar configuration. The patient was brought into the clinic for threshold testing and no capture was observed in unipolar configuration at maximum device outputs. The patient had a stable underlying rhythm with 2:1 atrioventricular block (avb). X-ray was requested to assess lead integrity and location. X-ray review noted lead location is anterior; however, lead integrity could not be assessed due to the quality of the x-ray. A computed tomography (CT) scan revealed the lead had perforated the anterior wall of the rv into the pericardium. The patient was referred for lead extraction, which has not been scheduled yet. The lead remains in service at this time. No additional adverse patient effects were reported. It was reported that this lead was subsequently explanted and replaced with another boston scientific (bsc) lead. In addition to the perforation, the explanting surgeon also noted there was a cut or break in the insulation at the portion of the lead wrapped under the implantable device in the pocket. The lead will be returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold and pacing impedance measurements in bipolar configuration. The patient was brought into the clinic for threshold testing and no capture was observed in unipolar configuration at maximum device outputs. The patient had a stable underlying rhythm with 2:1 atrioventricular block (avb). X-ray was requested to assess lead integrity and location. X-ray review noted lead location is anterior; however, lead integrity could not be assessed due to the quality of the x-ray. A computed tomography (CT) scan revealed the lead had perforated the anterior wall of the rv into the pericardium. The patient was referred for lead extraction, which has not been scheduled yet. The lead remains in service at this time. No additional adverse patient effects were reported.